Event description:
Additional information received reported the cause of the event was not determined. The resistance was in the middle and distal segment of catheter. A continuous saline flush was administered and maintained as indicated in the IFU. No damage to the pipeline pushwire or catheter was observed. Multiple pipeline devices were not being used when movement occurred. There was friction resistance. The pipeline was implanted at the intended location. The device did not jump during deployment. The catheter tip was gradually withdrawn during the deployment process to deploy the stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex embolization device was returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. In addition, the middle section of braid was found to be fully opened and no damage. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at middle section as the middle section was found to be fully opened and damaged. The pipeline flex braid ends were found to be fully opened and damaged. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex more than two times. In addition, the pipeline flex could not be confirmed to have resistance as no defect was found with pushwire. In addition, the phenom 27 catheter used in this event was not returned. Therefore, any contributing factors could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon used ped-500-30 to treat a large internal carotid artery aneurysm. The patient's blood vessels were moderately to severely tortuous, and the system had great resistance to being put into place. During the deployment of ped-500-30, there was a suspected kink in the middle part when it passed the siphon bend. The surgeon tried swinging and increasing and decreasing tension, but was unable to resolve; retrieved the system to deploy it again, but still could not solve the suspected kink; after three repeated deployment and adjustments, the system herniated into the aneurysm cavity. The surgeon had no choice but to remove the system and re-guide it into place. The surgeon replaced it with ped-500 -35 and completed the procedure. The pipeline failed to open in the middle section. The middle of the pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. Additional steps or other devices required to open the pipeline included increased and decreased tension, swung, retrieved it to deploy again. The pipeline was resheathed and removed from the patient with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured left ophthalmic artery aneurysm with a max diameter of 18.89 mm and a 10.6 mm neck diameter. The landing zone was 3.88 mm distally and 5.08 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was normal. Angiographic result post-procedure was contrast agent retention.